Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 556 mg/dl at the time of incident and the current blood glucose of the customer was 141 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of incident and the current blood glucose of the customer was 121 mg/dl. Customer report they did not allege insulin pump was over delivering. Customer had not been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food and sugar water drip. The insulin pump will not be returned for analysis.